Event description:
Device complication: filter basket got stuck in the stent while removing time of complication: during the procedure , symptoms: none reported. The physician positioned the accunet distal to the carotid lesion followed by a successful acculink stent deployment. However, after the stent placement, the physician noticed that the accunet became entangled in the distal end of the stent. The physician attempted to dislodge the accunet from the stent using the recovery catheter I and recovery catheter2, however both attempts were unsuccessful. It is noted that the physician then used a buddy wire to release the accunet, however that was also unsuccessful. The next approach was to advance a guiding catheter and slightly torque the accunet bushin section to release it from the distal portion of the stent. This attempt went well and the filter basket was positioned distal to the lesion. The accunet was then successfully retrieved by the recovery cateter. The procedure was completed without any further issues.